Event description:
No new patient or event information has been received since the last report was submitted on 11oct2019.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The mlla [male luer lock adapter] and the collet knob were both tight. The polyethylene terephthalate tubing [pett] measured 3.7 cm in length. It was noted the support sheath was bowed starting 2 cm from the nose of the mlla. No damage or kinks were found on the basket sheath. Functional testing noted the handle does not actuate the basket formation to the fully opened position. When the handle was in the open position, the basket formation extended the end of the basket sheath 2 mm. The clear sheath was found to accordion and push up over the end of the basket sheath. The basket formation appeared twisted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be severely damaged at the distal end. The sheath was buckled / collapsed at the distal end. The basket wires were deformed, with the wires no longer forming a basket shape. All devices are inspected for functionality and damage before packaging. It is possible that the device was damage during use, but there is no information related to use of the device, so the cause of the deformation could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a transurethral lithotripsy using a ngage nitinol stone extractor, the basket was deformed. The physician attempted to collect the pieces of the calculus, and he found that the basket was deformed. Another ngage nitinol stone extractor was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.